Event description:
Subclavian vein was accessed with the introducer sheath. The dilator was inserted, then removed and the pacing lead was inserted. When the sheath was peeled away, approximately 3" of the distal tip separated, entering the pt. The separated portion of the introducer was successfully removed with no consequence to the pt.